Manufacturer narrative:
Product complaint # pc- (B)(4). Component code: (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide procedure name. They were using as a drain stitch in h&n procedure please provide lot number. Rjbetr 2026-07-31. Was there any additional tissue damage as a result of searching for the needle piece? No. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Nothing noted. What is the most current patient health status and condition? Nothing further reported any photos available for visual analysis? No. How was the procedure completed? Reviewed and decided broken piece was not left in patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The distal 2mm part of the needle broke off needle and could not be retrieved. Although the fragment couldn¿t be found, the surgeon was confident that it was not left in the patient. The surgery was delayed for an unspecified amount of time and was completed successfully. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/10/2022. H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.